Event description:
It was reported that this implantable cardioverter defibrillator system was explanted due to the patient developing an infection and metal allergy. No further adverse patient effects were reported.